Event description:
Event description cpi received information that due to a fracture on the rate sensing portion of this endotak dsp lead the rate sensing portion of the endotak dsp lead was capped, and the high voltage portion remains active. An oscor lead (4441-719026) was attemted implant but there was a performance issue with the helix. Another oscor lead (4441-720265) was implanted for the rate sensing portion. This oscor lead would not stay in place. The physician elected to leave the stylet in the lead and cut it at the terminal pin to keep the lead in place. The physician was advised by cpi that the stylet was not intended to be used in this manner, and that it was not advisable. Cpi explained the stylet is stiff, and it could eventually fracture and perforate, it should be removed.